Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report the insulin pump alarmed for no delivery. Blood glucose reading was 142 mg/dl. Troubleshooting was performed and the reservoir was found to be occluded. Successfully completed manual prime procession the insulin pump. Advised that the insulin pump was working as designed and that the alarm was caused by the occlusion in the reservoir. Nothing further reported.